Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 25 march 2019: lot 179933: (B)(4) items manufactured and released on 15-may-2018. Expiration date: 2023-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary hip surgery and while taking final x-rays before closing the surgical wound, it was discovered that the patient's femur fractured distal to the stem. The surgeon believes the fracture occurred when the stem was implanted into the femur. The case was delayed by 1-hour due to this issue. The surgeon cabled the fracture and the surgery was completed successfully.